Event description:
Bgl reached to 400 mg/dl and 500 mg/dl [blood glucose increased]. Novopen4 issue [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "bgl reached to 400 mg/dl and 500 mg/dl(blood glucose increased)" with an unspecified onset date, "novopen4 issue(device issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "diabetes mellitus". Patient's height, weight and body mass index were not reported. Current condition: diabetes mellitus (type and duration were not reported). On an unknown date there was an issue with novopen 4 due to which the patient's blood glucose (blood glucose) reached to 400 mg/dl and 500 mg/dl. Batch numbers: novopen 4: evg3240. Mixtard 30 hm penfill: requested. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "bgl reached to 400 mg/dl and 500 mg/dl (blood glucose increased)" was not reported. The outcome for the event "novopen4 issue (device issue)" was not reported. Reporter's causality (novopen 4). Bgl reached to 400 mg/dl and 500 mg/dl (blood glucose increased): unknown. Novopen4 issue (device issue): unknown. Company's causality (novopen 4). Bgl reached to 400 mg/dl and 500 mg/dl (blood glucose increased): possible. Novopen4 issue (device issue): possible. Reporter's causality (mixtard 30 hm penfill). Bgl reached to 400 mg/dl and 500 mg/dl (blood glucose increased): unknown. Novopen4 issue (device issue): unknown. Company's causality (mixtard 30 hm penfill). Bgl reached to 400 mg/dl and 500 mg/dl (blood glucose increased): possible. Novopen4 issue (device issue): possible. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Preliminary manufacturer comment: 11-sep-2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigation results. Name: novopen 4, batch number: evg3240. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following. Investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked and expected date of follow up was removed device addendum: annex b c d g codes updated. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated. Final manufacturer comment: 31-oct-2025: the suspected device novopen 4 has not been returned to novonordisk for investigation. Analysis of the reference sample did not reveal any abnormalities associated with the reported issue. A review of the batch documentation indicated no deviations from standard parameters. Due to the limited information available regarding the handling of the suspected device, it is not possible to determine a definitive root cause relating to novopen 4 functionality. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary - name: novopen 4, batch number: evg3240. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.